Event description:
The manufacturer received information alleging a bipap a30 had a ventilator inoperative condition while in patient use. The patient expired. The device has yet to be evaluated by the manufacturer's service center. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a bipap a30 allegedly had a ventilator inoperative condition while in patient use. The patient expired. The reporting facility stated that the patient was not using the device when the patient expired. The device was returned to the manufacturer's service center for evaluation. The customer's complaint of the ventilator inoperative condition was not confirmed. The manufacturer concludes the device did not cause or contribute to the patient's death.